Manufacturer narrative:
Date rec'd by MFR: 10dec2019. Date of report: 12dec2019. The replaced blower assembly was returned and failure investigation was performed. The reported air valve liftoff failure was not duplicated. No faults were found on the returned blower assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22jul2019. The fse (field service engineer) evaluated the ventilator and confirmed the reported problem. The fse replaced the blower assembly and the problem was resolved. The ventilator was returned to service after the repair was completed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation.

Event description:
The customer reported that the ventilator produced an "air valve liftoff failure" diagnostic code. There was no patient or user involvement.